Manufacturer narrative:
The customer, a biomedical engineer, examined the device but was unable to duplicate the reported issue. The device was then sent in to physio-control for further evaluation. Physio examined the customer's device but was also unable to duplicate, or verify, the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will power off by itself. There was no patient use associated with the reported event.